Manufacturer narrative:
No discrepant low results were observed from any devices tested with cm calibrator I; a tni cv of 8.99% is within the device product insert claim. Reviewed the manufacturing batch records for cardiac lot w59245b. No issues with tni recovery observed. The lot passed all final release specifications. Due to the comparison of results from different sample draws and delays between test results, a myocardial infarction (mi) event occurring between triage and vista reference results cannot be ruled out; correlation cannot be made. No sample was returned. Unable to rule out sample specific interference as a potential cause for discrepant results. No product deficiency was established. Lot performed as expected. No corrective action required at this time. Other product codes for this product are: nbc, ddr and jhx.

Event description:
Caller reported a discrepant low troponin I (tni) result with triage cardiac panel test vs. Lab analyzer. Patient sample was drawn at 11:39am on (B)(6) 2015 at a care facility and received a negative result for tni using the triage cardiac panel test. Patient had chest pain for 2 weeks and associated shortness of breath. Because of these symptoms, the patient was sent to a local hospital. At the hospital, the patient had a total of four lab draws. The first draw at 12:29pm that was run on the hospital lab analyzer gave an indeterminate result. The next three results were consistent with acute myocardial injury. Customer called back with an update: admitting diagnosis to the hospital was anterior myocardiac infarction and stemi. This week, the patient received a heart catheter, had 3 stents placed, and was discharged from the hospital on (B)(6) 2015. The caller did not have any additional information on the patient, but states he is in good condition currently.